Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: no visible damage to the millar sensor, catheter material or connector. The sensor passed electronic, noise, linearity/hysteresis and signal drift tests. Mfg. Date: 10/09/13. Based on the above evaluation the supplier was unable to confirm the complaint. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.

Event description:
Additional information from the affiliate stated: note that only one of the two non-functional microsensors was returned for evaluation.

Event description:
The sensor was not detected and the alarm signal occurred. The sensor was torn out and a new one was placed. The signal activated. Change of monitor, without success. A third sensor was used with the former monitor. It has finally functioned. The incident has not been reported to the (B)(6). (B)(6) 2014 customer reported: the first and second sensors were implanted and then removed. The first one was torn.